Event description:
The pt reported a lap-band port leak and failure to lose weight. Add'l f/u will be completed to gather further info.

Manufacturer narrative:
Taper unk. The reporter of the complaint was asked to return the product for analysis. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint. Visual exam may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port, or the connector tubing."